Event description:
Pt went to or for removal of old port-a-cath with placement of new port-a-cath . A biopsy of a calcified nodule in the right chest wall was done. The removed port-a-cath was described as "malfunctioning" and it was located in the subclavian area. The removed port-a-cath was inserted about one year ago. Reason for explant procedure: clotted.